Event description:
The customer reported to olympus, that the evis exera iii video system center exhibited black image on screen when attaching a 180 video scope. In additional, the customer reported that the 190 video scopes works fine. The event occurred during an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. No problem was found in the scope nor the subject device at the time of inspection. The phenomenon was not duplicated. It was therefore surmised that the suggested phenomenon occurred due to a temporary communication failure; however, the cause of this suggested temporary failure could not be further determined. Olympus will continue to monitor field performance for this device.